Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal, extender and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior. A sheath was not returned. A three-way stopcock and extender tubing were returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed and no leaks were detected. The iab was placed on a cs300 pump and no difficulties in inflation were detected. The evaluation did not confirm the reported failure. We are unable to determine why this issue may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted and therapy was started, the iab would not inflate. The customer pressed the start key several times, but the iab still would not inflate. The iab was removed and replaced with a new one to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).